Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection and erosion. In addition, it was noted that the patient intrinsic rate was below 30 with no intrinsic pulse. The leads implanted were competitor leads. There were no additional adverse effects reported.